Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with their sensor and blood glucose readings. The customer states their levels had dropped as low as 40mg/dl. The customer states the pump did not turn off. The customer's blood glucose level was 98mg/dl, and their sensor reading was 53mg/dl. The difference was found to be within the acceptable range. The customer was at work during the time of call and states they would call back at a later time to see about getting new meter.